Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Manual sound testing was performed and passed. Wiggle testing was performed and passed. Receiver functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The speaker resistance was measured and was found to be within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.